Event description:
An ophthalmic surgeon reported that a knife cut poorly during surgery, but no pt impact occurred. The knife was replaced and the surgery was completed w/o any problem.

Manufacturer narrative:
One opened sample was returned to the affiliate and photographed. Qa eval of the photographed sampled revealed a damaged tip (bent tip). The device history record for the lot was reviewed. No abnormalities that could have contributed to a bent tip on the knife were found during the device history record review and the product was released according to acceptance criteria. How or when the tip became bent cannot be determined. It is unlikely that the damage occurred during the mfg process. The damage to the returned sample is consistent with damage that can occur when the tip of the blade contacts a hard surface. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finished process to ensure the sharpness of the product. (B)(4).